Event description:
Patient developed granulomatous suppurative reactions at sites of omnipod use. Skin, left upper arm, excision: skin and subcutis with deep dermal abscess formation, granulation tissue, extensive neutrophilic, lymphocytic and plasmacytic infiltrate with eosinophils extending through the dermis and into the panniculus and present at the deep margins. Surgical pathology final report note the histologic findings demonstrate a deep dermal abscess formation and a granulomatous infiltrate composed of neutrophils, histiocytes, lymphocytes, plasma cells and eosinophils. There are focal areas of suppurative granulomatous inflammation. Special stains were performed with gram, pas, gms, afb and fite and are all negative for organisms. The main differential diagnosis is an infectious process and cultures are advised. Pyoderma gangrenosum is also in the differential, if all microbiology studies are negative. Clinical correlation is advised. Therapy dates: (B)(6) 2023-(B)(6) 2024.